Event description:
It was reported the pt's implant surgery was extended thirty mins due to pt anatomy. The physician had difficulty placing the lead high enough, so he performed another laminectomy. Post operatively the pt experienced leg pain in both legs. The pt was moved from the operating room into a hospital room and given a pca pump.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.